Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient¿s medical history includes failed back surgery syndrome and chronic pain. The ins is tilted in the pocket so their healthcare professional (hcp) is going to move it and tack it down. It is causing the patient pain where it is at. Since (B)(6) or (B)(6) it is causing pain. There were no environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention is planned but has not been scheduled. The issue has not been resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the patient had a pocket revision and the battery was moved up about five inches. The rep stated that the battery was in the buttock and it was laying in the pocket sideways to the body. They reported that the battery was in good position after the pocket revision and the impedances were within normal limits. No further complications were reported.